Manufacturer narrative:
It is unknown if the initial reporter sent report to FDA. Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.

Event description:
On (B)(6) 2013, a company representative reported that the patient had experienced blood glucose problems within the first 24 hours of using his new infusion device. Before switching to infusion device therapy, his blood glucose levels fluctuated from 20-400's mg/dl. During that first 24 hours, at 5:30pm on (B)(6) 2013, his blood glucose level dropped to 29 mg/dl and after drinking juice it returned to normal. The patient required outside assistance retrieving the juice and would not have been able to self-treat the low blood glucose level. The patient's nurse noticed the patient needed assistance due to a "blank stare". Troubleshooting with the patient did not reveal any problems with the performance of the infusion device. Additional training has been offered to the patient; the patient has discontinued use of the device until additional training is received. No product will be requested to be returned for evaluation.